Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown, unknown tibial component catalog # unknown lot # unknown. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-00914, 0001825034-2019-00917. Remains implanted.

Event description:
It was reported that the patient had a knee arthroplasty. Subsequently, the patient experienced moderate pain, swelling, stiffness, and clicking noise in the right knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2019-00098.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2019-00098.